Event description:
The patient arrived in the emergency department with a misfiring aicd. The patient arrested and a successful resuscitation. The device was interrogated to show 60 shocks delivered. The patient intervention was that the leads were not removed and remain in the patient. Two new devices were inserted from other manufacturers. The medtronic (mdt) ICD device was removed due to a battery drain.